Manufacturer narrative:
Concomitant medical products: product ID fg15150-0615-1s (lot: 226624216). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the surgeon performed aneurysm stent implantation. After the microcatheter phenom27 was put in place, the ped-475-35 stent was delivered. The stent was pushed out 10mm in the straight section of m1, and the tip of the stent was found to be frizzy and abnormal in shape. After repeated operations, the tip could not be opened at the distal end. The pipeline was not positioned in a bend and less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was resheathed and removed from the patient with the microcatheter. Then continued to push out more part of stent. After repeated adjustments, the tip end still couldn't be opened. The surgeon recovered part of the stent and pulled it back to the internal cervical segment, but the tip end still could not be opened. After removing from the body, the tip end was found to be abnormally frizzy and the tip was also bent abnormally at the distal end. Therefore, a new microcatheter marksman was replaced, the access was re-established, and another stent ped-450-35 was selected, and the surgery was successfully completed. The pipeline device was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for an aneurysm stent implantation of a saccular, unruptured aneurysm with a max diameter of 18.0mm and a 8.30mm neck diameter. The landing zone artery measurement was 3.70mm distally and 4.52mm proximally. The femoral artery was the access vessel with a diameter of 5.30mm. It was noted the patient's vessel tortuosity was severe. The post procedure angiographic result was normal. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was 180.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pusher was returned stuck within the phenome27 catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. However, the distal tip/marker band was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex pusher from the catheter lumen. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and moderately frayed. However, the phenom 27 catheter was confirmed to be damaged as the distal tip was found to be flattened. It is possible the patient¿s ¿severely tortuous¿ anatomy contributed to the event. However, the cause for the puncture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.